Event description:
The customer reported that during an open colon resection, while working on a middle colic vein, the surgeon sealed the tissue and received an endtone (indicating a complete seal cycle), but then observed bleeding. The patient lost 1000cc's of blood before the surgeon could suture the bleeding area. The patient received a transfusion as a result of the blood loss. The patient is reported as doing fine. The incident device was inadvertently discarded by the site after the case.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.